Event description:
It was reported that the patient's blood glucose level reached 700 mg/dl. The patient reported that their personal diabetes manager (pdm) was not working properly. The patient input bolus instructions to the pdm, but the bolus was not delivered. The patient also reported that the pdm will shut itself off sometimes. No treatment information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported delay in bolus delivery. No lot release records were reviewed, as the product lot number was not provided.